Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per wi-3430 it has been determined that should related reports be identified a DHR review is not required.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pcf and medical records received. After review of medical records, the patient was revised due to failed metal on metal left thr with metallosis. Operative notes reported that it was immediately obvious that the patient had significant metallosis, all tissues was stained in black, and there was a beginning of some erosion of the abductors. The external rotators have eroded. Scar tissues was removed. Doi: (B)(6) 2005, dor: (B)(6) 2020, left hip.